Event description:
Related manufacturer report number: 1627487-2020-31466.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's l4 lead impedance would fluctuate greatly. It was noted the patient lost effective therapy. Programming was unable to resolve the issue. Surgical intervention may take place to address the issue.